Event description:
It was reported that the patient's heart rate was noted to be as low as 40bpm, and the device exhibited a loss of capture on both the atrial and ventricular channels. It was further reported that the patient complained of dizzy spells. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient's heart rate was noted to be as low as 40bpm, and the device exhibited a loss of capture on both the atrial and ventricular channels. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - no anomalies found.